Event description:
It was reported that physio-control could not duplicate any spo2 reading discrepancies while testing that was reported by the end user. There is no patient info available.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When investigation is complete, a f/u report will be submitted.